Event description:
Additional information indicates, during the 19jun2024 procedure it was observed the leads had migrated. As a result, the full scs system was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, the patient's ipg was unable to enter MRI mode. A manufacturer representative attempted to interrogate the device but was unsuccessful, the representative deemed the ipg inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.